Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 35 and over 80 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product was not replaced.